Manufacturer narrative:
Continuation of d10: solitaire fr 6x30 model number: sfr-6-30 serial or lot number: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the delivery of the solitaire fr stent, resistance was encountered in the distal end of a marksman 160 microcatheter, and the stent was found to be kinked. The patient was undergoing mechanical thrombectomy surgery for treatment of a ischemic stroke in the left middle cerebral artery, in the m1 location. It was noted the patient's vessel tortuosity was moderate and the patient's medical history includes hypertension. The patient's baseline modified rankin score (mrs) was 4 and remained 4 post-procedures. The national institutes of health stroke scale (nihss) score remained the same from baseline score of 14 to 14 post-procedure. The thrombolysis in cerebral infarction (tici) score improved from I at baseline to iib post-procedure. Intravenous tissue plasminogen activator (IV tpa) was not contraindicated in this case. The procedure involved two passes with the device. The stroke onset to reperfusion time was 7 hours. It was reported that the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The solitaire fr stent was introduced into the marksman 160 microcatheter, through a y-valve, and when the stent reached the distal end of the microcatheter, it could not be pushed out. Repeated adjustments did not work. The stent was removed, was found to be kinked, and was replaced with another medtronic stent to complete the procedure. No patient symptoms or complications were associated with this event. Ancillary devices include: marksman 160 microcatheter.

Event description:
Additional information was received. A continuous catheter flush was administered per IFU during the procedure. The first pass reached the thrombus successfully, and no issues were reported during navigation of the microcatheter. Resistance was encountered during the delivery of both the first and second passes. No kink or damage was observed on the catheter or on the solitaire pushwire. The tip of the solitaire sheath was secured into the hub of the microcatheter. The cause of the resistance was not determined, and the cause of any solitaire kink was also not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.